Event description:
The facility reported a flogard infusion pump that "has the alarm 38". It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This device was evaluated on-site by a baxter field service technician. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The reported condition was confirmed. The cause was defective force sensing resistors. The resistors were replaced to resolve the issue.